Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a pump cover magnet was found in the pump raceway of the s5 double head pump during priming. There was no patient involvement. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that a pump cover magnet was found in the pump raceway of the s5 double head pump during priming. There was no patient involvement.

Manufacturer narrative:
Photographs of the involved device were provided to livanova (B)(4), which confirmed the reported issue. This is a known issue, and corrective action has already been initiated.